Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. No unexpected battery out limit alarm noted. Unable to check for operating currents due to unresponsive buttons. Unit had cracked case at display window corner, minor scratched lcd window, and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the esc button on the insulin pump was unresponsive. The customer was unable to clear the battery out limit alarm. Customer's blood glucose level was 11.4 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.